Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a brady pacing rate not as expected as there was a decrease in the pacing percentage provided by the left ventricular (lv) and right atrial (ra) lead. Technical services (ts) was consulted, and it was found that there were some premature ventricular contractions (pvc), in addition, ra flutter activity was oversensed in the lv channel. There was pacing inhibition for less than two seconds. Further reprogramming was recommended. No adverse patient effects were reported. This crt-d remains in service.